Event description:
While drilling, the tip of the drill broke within the femur. The broke drill tip was retrieved and the hole was redrilled with a second drill. This event did not cause any adverse consequences to the pt.